Event description:
Medwatch received: the customer attempted to connect to the cardiosave intra-aortic balloon pump to transport and the unit displayed and auto-fill failure error message. Patient was able to be transported without incident.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. K11 would not close during autofill. To fix the issue, the fse replaced the helium fill manifold, and the fault still persisted. While troubleshooting, the fse found the solenoid control board was not fully connected and firmly secured in pcb cabinet and fully seated the solenoid control board. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill issue. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.